Manufacturer narrative:
The patient had been experiencing a persisting pain at their ipg site following an MRI. Surgical intervention was undertaken wherein the patient's scs system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Relayed manufacturer report number: 3006705815-2024-01007. It was noted that the patient had been experiencing a persisting pain at their ipg site following an MRI (related report: 3006705815-2023-07100; 3006705815-2023-07101). It was also noted that one of the patient's scs leads was confirmed by their physician to have migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.